Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.

Event description:
Information received indicates the caster wheels are holding in brake but continue spinning around when pushing on the bed from the side.